Event description:
Written report received from baxter states "the drug was infused when connected to the patient, but no flow after 1 day. The nurse found it when the patient complained of pain". Contents of device reported as "fentanyl 6 amp, trolac 4 amp" in ns for a total fill volume of 96 ml. No report of patient injury.